Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse ran a battery runtime test with a passing result. The unit was plugged and unplugged ac cord from module 20 times while the unit was running on the patient simulator and successfully switched to the batter power on each occasion and ran properly. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.